Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number: 0019816. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a defective cap. The following information was provided by the initial reporter, translated from chinese: nurse connected the indwelling needle to vent air, and found that the top of the heparin cap of the other connector was bulging outward. The nurse replaced the indwelling needle and administered fluids to the patient.